Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo_12.6 implantable collamer lens, of diopter -8.0, into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged with a same model but longer length lens due to low vault without rotation. This resolved the problem. Cause of event was reported as unknown and unknown if the device failed to perform as intended.

Manufacturer narrative:
Claim # (B)(4).